Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product was discarded.

Event description:
It was reported that the infusion set was leaking at the headset after physical activity and there was also blood in the cannula.

Event description:
It was reported that the infusion set was leaking at the headset after physical activity and there was also blood in the cannula.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product was discarded.